Manufacturer narrative:
The authorized service provider (asp) evaluated the device, and the reported issue was not duplicated by a test run performed. Since occurrence record of "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) was confirmed in the event log, the solenoid valves 3 and 4 were replaced. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed solenoids were returned to the product investigation lab (pil) for failure analysis. The pil technician installed the solenoids into a pil ventilator to duplicate the reported issue. The pil tech verified that the solenoids associated with the auto zero failure resulted in a no problem found.

Manufacturer narrative:
H10 e1 reporting institution phone number (B)(6). E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 ventilator indicating that while performing preventive maintenance, it was observed that the device was getting error code 110a proximal pressure sensor auto-zero failed message. The device kept operating when the alarm was sounding. They shut downed the system once and restarted it up, but the alarm sounded again. The device was swapped out with a different device. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.